Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical (cta) advocate asked the customer to check the 1 and 3 dispensers, check the probe, decontaminate line 1 and recalibrate. The customer performed the recommended troubleshooting without resolution. The cta instructed the customer to centrifuge the cal 1, repeat the calibration, and if the calibration failed again, use another calibrator. A follow-up with the customer revealed the recommended steps did not resolve the issue. The cta sent the customer replacement reagent and calibrators. Upon receipt of the new reagent and calibrator, the rubella calibration was successful. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.